Event description:
It was reported that the patient had a previous ballonnets per-uretraux and underwent surgical intervention to have a new device implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).